Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient was implanted with locking screw on (B)(6) 2013 for a fracture of proximal region. Patient returned for a follow up visit on an unknown date and the locking screw was discovered to be broken on an x-ray. Surgeon elected to not remove the complained broken device, no other information is available. This is report 1 of 1 for complaint (B)(4).